Event description:
It was reported that the patient was presented to the emergency room and stated that stimulation was going ¿in and out.¿ it was noted that assistance with recharging was requested. It was noted that the stimulation had gone in and out for the past four to five days. It was noted that it normally did not go out and that it almost felt like it was turning on and off. It was noted that the last recharge session was about three weeks ago and the patient did not report any falls or trauma.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(4), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).